Event description:
It was reported that the insulin pump had blank display after battery changed. Customer's blood glucose was 92 mg/dl. Troubleshooting was done. Advised customer the battery cap would be replaced. Advised the customer to insert a new recommended battery brand as soon as possible, if display does not return advised customer to revert to a back up plan per healthcare provider instructions until replacement battery cap arrives. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.